Event description:
The customer reported cleaner leaked from the white blood cell (wbc) vacuum lines inside the coulter lh 750 hematology analyzer. The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a worn pressure fitting on the white blood cell (wbc) bath, which caused the leak. The fse replaced the pressure fitting and the instrument performed without leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).